Event description:
It was reported that pump experienced malfunction alarm with malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer did not have backup insulin therapy and planned to contact healthcare provider, while technical support confirmed warranty and shipping details, provided instructions for putting pump into storage mode, and arranged return of problematic pump within 10 days, and a replacement pump was sent with instructions to reenter pump settings and reconnect continuous glucose monitor.